Manufacturer narrative:
Correction: d7 - no explant date. Additional information: investigation. The reported allegations have been investigated based on the information provided to date. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. The following allegations have been investigated: perforation. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per report from CT (computed tomography): "the inferior vena cava has its distal most tip 2.3 cm cranial to the right renal hilum and at the level of the left renal vein entry into the ivc. There is no evidence of strut fracture. There is clearly evidence of perforation of the distal portions of the filter struts circumferentially to the right. A strut extends 6 mm beyond the wall of the ivc margin. Anteriorly a strut extends 6.4 mm beyond the wall. Posteriorly, a strut extends 2.8 mm beyond the wall and on the left, there are at least 4 struts which extend 1 to 2 mm beyond the wall of the ivc. Please note that more exact millimeter readings would be possible in the presence of intravenous contrast."

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. (B)(4). Investigation is still in progress

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2008". "Alleged perforation." Patient outcome: "alleged perforation."